Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and equipment failure inspection found that the drive valve group was damaged and the motor power was insufficient and submitted a maintenance plan to customer. After customer communication was received equipment scrapped and abandoned maintenance. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the system 98xt prompts automatic inflation failure. It has been immediately stopped using and replaced with other backup equipment. There was no patient harm or injury reported.